Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/16/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that the response buttons on a monitor were not working.